Event description:
Clinical trial. Same case as MFR# 6000089-2007-00438, 6000093-2007-00620. It was reported that post index procedure, the patient expired. The patient presented to the index procedure with an acute myocardial infarction. The index procedure treated 3 lesions. Lesion 1 was in the prox left anterior descending artery (lad), with a width of 3.5 mm, length of 12 mm, and 100% stenosis. The physician predilated the lesion prior to placing a 3.5 x 16 mm taxus express2 stent. Target lesion 2 was in the distal lad, with a width of 2.25 mm, length of 10 mm, and 80% stenosis. The physician pre dilated the lesion prior to placing a 2.25 x 16 mm taxus express2 stent. Lesion 3 was in the distal right coronary artery (rca), with a width of 3 mm, length of 12 mm, and 80% stenosis. The physician predilated the lesion prior to placing a 3.0 x 16 mm taxus express2 stent. Residual stenosis was 0% in all lesions. The patient received unfractionated heparin, gpiib/iiia inhibitors. Aspirin, plavix, ace inhibitors, and statins during the procedure. The pt was discharged 6 days later on aspirin, plavix, digoxin, statins, and ace inhibitors. Fourty six days later, the patient arrived to the emergency room with pulmonary edema; oxygen saturation was 50%. The patient was intubated. ECG detected st elevations. The patient continued to deteriorate, with no response to an external pace maker. Medications were unsuccessful and the patient expired 43 minutes after arriving to the emergency room. In the opinion of the physician, there is a possible relationship between the death and the taxus stent.

Manufacturer narrative:
The unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch, a taxus express 3.50x16mm, namely top assembly batch # 8874316, found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause cannot be determined.